Manufacturer narrative:
Analysis not required customer complaint was towards infusion set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that he was hospitalized. The customer's blood glucose was 82 mg/dl at the time of the incident. The customer stated that there was no issue. The reservoir will be returned for analysis.